Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information from the customer. Medical records were not provided and product was not returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, unknown tibial tray. (B)(6). Han, h., yu, c. H., shin, n., won, s., & lee, m. C. (2019). Femoral joint line restoration is a major determinant of postoperative range of motion in revision total knee arthroplasty. Knee surgery, sports traumatology, arthroscopy. Https://doi.org/10.1007/s00167-019-05361-11. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's had an initial knee procedure and subsequently underwent a revision due to unknown reasons on six (6) patient's for the replacement of inserts. There is no additional information at this time.